Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. A review of manufacturing records related to the batch was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). Same patient as: 2134265-2009-01574. It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with in stent restenosis. The index procedure treated the de novo, type b1, 50% stenosed 3.0x12.8mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x15mm unknown balloon inflated to 8 atmosphere's (atm's) and the placement of a 3.0x12mm taxus express2 drug eluting stent deployed at 12 atm's. Post dilation was performed with the stent delivery balloon. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. Non bsc stents were implanted in the mid and distal lad (3.0x23mm, 2.5x18mm). The patient was discharged the next day on bayaspirin and panaldine. In (B) (6) 2009, stenosis was confirmed in the mid lad but there were no anginal symptoms. In (B) (6) 2009, angioplasty and stenting treated the 90% stenosed 3.0x11mm lesion located in the mid lad with an unspecified balloon and taxus stent resulting in 0% residual stenosis.